Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the (B)(6) adaptor broke during stem removal.

Manufacturer narrative:
The device was not returned for evaluation due to hospital policy. An event regarding device crack/fracture involving a mcreynolds impactor adapter was reported. The event was not confirmed. Method & results: the device was not returned for analysis. No patient medical records were available for review. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the mcreynolds adaptor broke during stem removal. Updated: the reporter confirmed the devices would not be available due to hospital policy.